Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the cooling fan error. The cable assy, encl./heatsink fan to main was replaced to address the fan issue. Additionally, the damping trim, magnetic rep label, and earth ground nut were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during pre-op of an unknown procedure the generator displayed an error message: cooling fan error detected. No consequence for the patient. There is no further information available.